Manufacturer narrative:
The following information was received regarding the episode of meningitis: etiology of deafness - inner ear anomaly due to pre-implant history of meningitis. No cerebrospinal fluid leak occurred during any surgical intervention. The patient received pre implantation immunization (type not reported). The patient experienced an infection (type not reported) prior to the current meningitis episode. Pneumococcus was identified (source not reported). Patient was hospitalized for two weeks (date not reported) due to current meningitis episode and was successfully treated with IV antibiotics. Prior to cochlear implant surgery the patient was treated with cephalosporin and augmentin (date not reported). No surgical complication during implant surgery occurred. The patient recovered. There are no plans to reimplant the patient with a new device. This report is filed june 5, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to meningitis (specific date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4).